Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the cable end cap of the fms tornado micro handpiece with buttons broke off was confirmed. The fischer cap was found to be missing upon evaluation of the device. Also, the threading/screw of the hand piece was defective. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. User mishandling of the device would have caused the cap to break off from the end of the cable. However, given the information provided, we cannot discern a definitive root cause of the defective threading of the hand piece. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/18/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a knee arthroscopy procedure on (B)(6) 2020, it was observed that the cable end cap of the fms tornado micro handpiece device with buttons broke off. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.